Manufacturer narrative:
Product complaint # (B)(4). Mrn 1818910-2023-10252 was reported in error. The product code 831230 was identified to not be sold or marketed in the us. Additionally a similar device is also not sold or marketed in the us. Therefore, regulatory reporting to the us FDA is not required and our decision to report has been modified to not reportable.

Manufacturer narrative:
Product complaint # (B)(4) after further review of the complaint, it has been confirmed that the product reported catalog number 831230 is not sold in the us.

Event description:
This pc is related to (B)(4) and (B)(4). (B)(4) reports the second wound cleaning against infection. (B)(4) reports the removal of implants and placement of mold. This pc reports the infection and the first wound cleaning. It was reported that on an unknown date, primary surgery was performed with the other company¿s product. The surgery was completed successfully without any surgical delay. On (B)(6) 2022, the revision surgery was performed with the product in question, due to the diaphyseal fracture and dislocation. The product in question was recently found to be unsterilized and has been voluntarily recalled. After the surgery, the patient was infected. On (B)(6) 2022, the wound was opened due to swelling of infection. The pus in the affected area was washed out. In the opinion of the surgeon, the possibility of infection due to the use of unsterilized products is strongly suspected as a factor in infection. The patient suffers from rheumatoid arthritis. She is also taking anti-cancer drugs. (Breast cancer). No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.